Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided info states the product is not suspected of failing to meet specifications or contributing to the event. Provided info states, the product has been implanted for ten years. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised due to poly wear.